Event description:
The customer states that the device had a software error message. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.